Event description:
The customer stated the cell-dyn sapphire analyzer aspiration probe failed to return to upper position. The customer removed and reinstalled the same vent needle and zero parked the probe. The customer was advised to replace the vent head assembly and would monitor the analyzer's performance. The customer called back and stated additional aspiration errors were generated after vent needle replacement. A replacement vent head assembly was ordered for the customer. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.